Manufacturer narrative:
The reported complaint of premature discharge of battery was not confirmed. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-14632. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the pacemaker exhibited premature battery depletion and the right atrial lead exhibited high capture threshold. The device was explanted and replaced. Programming changes were made to address the high threshold. The patient was in stable condition.